Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20085319 was performed. The search showed that a total of 7,683 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. "

Event description:
It was reported that a as lvp 20d 3ss cv bv had foreign matter before use. The following was reported by the initial reporter: "it was reported that there was black residue on the spike when the packaging was opened. Verbatim: nurse grabbed some new IV tubing from the clean utility room. When she opened the packaging she noticed a black residue on the spike. (Spike used to puncture the IV fluid bag). The protective cap was in place over the spike."